Event description:
It was reported that the patient presented to the emergency room after hearing the alert tone. The alert was triggered for high voltage (hv) impedance of 137 ohms. No programming changes were made. It was further reported that the next day, the patient presented to the clinic after hearing the alert tone a second time for hv impedance of 134 ohms. In both instances, pocket manipulation and isometrics were done and the impedance was in the 90's and no noise was noted on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.